Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and the user and no intervention was required. A repeat procedure was performed on the same day by the use of a new capsule and it deployed successfully and repeat procedure on a different day was not necessary. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The physician used a scope for capsule placement, and no lubrication was used.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and one bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample did not meet specification as received by medtronic. The visual inspection found the device to be broken due to user mishandling. The customer reported bravo fail to attach . The reported condition was confirmed. The investigation of the returned equipment identified that the plunger is not connected to the handle - this is due to user mishandling of turning the handle more than 1/8 of turn. Other than the user mishandling the investigation did not find the other issues in the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by the complaint tracking system. According to cs text in (B)(4) a product sample of capsule was provided by customer to medtronic cs at (B)(4) site unit but was not provided to (B)(4) investigation team. Per tech support description there is no enough information to determine if product whiter or not product meet spec. The customer reported they had a capsule which failed to attach. Per tech support description there is no enough information to determine if product whether failure has been confirmed or not. The investigation performed by tech support did not determine the issue cause. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and the user and no intervention was required. A repeat procedure was performed on the same day by the use of a new capsule and it deployed successfully and repeat procedure on a different day was not necessary. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The physician used a scope for capsule placement, and no lubrication was used. The delivery system and capsule will be returned for investigation.